Manufacturer narrative:
(B)(4). The patient's symptoms begain in (B)(6) 2011. The patient had allergy testing done which included extensive patch testing and showed that the patient was very allergic to cobalt and allergic to thimerosal. Currently, only right hand has been affected and looks like severe eczema. The patient stated that it feels like lots of superficial cuts, skin is red, very dry, and has fissures. The patient wears a glove. The symptoms interfere with activities of daily living. She cannot open bottles and has difficulty typing. Her symptoms do not respond to steroids. The patient is now undergoing photolight therapy for three weeks and the symptoms are improving slightly. (B)(4) dermatitis occurred, (B)(4) fissures occurred, (B)(4) eczema occurred. (B)(4) allergic reaction.

Manufacturer narrative:
(B)(4). Dermatitis occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Shortly after the procedure, the patient experienced dermatitis. The patient had an itchy rash on her hands.